Event description:
A biomedical engineer reported the screen went blank after the surgeon used the footswitch command for irrigation, during a cataract with intraocular lens implant procedure. Following a ten minute delay, the procedure was completed using an alternate system. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and the reported event could not be replicated. However, the company representative found a system message (sm) -- abnormal system shutdown. The company representative replaced the host module. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. A host module (hm) was received and a visual assessment of the returned sample did not reveal any defect or non-conformity. The returned hm was installed onto a calibrated system. The system was turned on and allow to boot. The system successfully booted. A cassette was inserted onto the system, which successfully primed the cassette. Additional testing was performed and testing could not replicate the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).